Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the atrial lead was moved several times due to poor sensing. On the 5th attempt of trying to retract the helix, it could not be retracted all the way. The lead was removed from the patient and the helix still could not be retracted. The lead was stretched a few times and finally the helix was able to be retracted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the distal conductor of the lead was extrinsically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.